Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio provided the customer with a price quote for the necessary repair; however, the customer declined the repair and asked physio to return the device to them in its current state. The device was returned to the customer without completing any repairs or additional evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was not completing the boot-up process and freezing on the start-up screen. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event,